Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 650 mg/dl. It was also reported that the customer had an unspecified cartridge issue. Tandem technical support was unable to confirm the allegation as multiple contact attempts were made by tandem technical support to obtain additional information regarding the event and pump data for review; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.